Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one (1) battery (bat984995) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection and functional testing. Log file analysis revealed that the controller in use during the reported event, con025085, contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the data log file revealed several momentary disconnections involving bat984995 within the analyzed period. Momentary disconnections will result in an audible tone or ¿beep¿. As a result, the reported event was confirmed. Bat984995 had been lubricated prior to release. Based on an investigation conducted under CAPA pr00574181, the most likely root cause of the reported event can be attributed to momentary disconnections due to fretting corrosion of the controller-port/power-source pins, contamination on the controller receptacle sockets/power source pins, and/or a large spring gap between the controller receptacle spring and trough caused by a damaged receptacle. Even though this CAPA is now closed, bat984995 falls in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the battery was switching power. It was stated that when the battery was being used, a beep sound sounded, and the battery indicator on the controller on the side where the battery was connected disappeared; the power was switched to the other battery; afterwards, the battery indicator on the side where the battery was connected was lit again. After this phenomenon occurred, the patient did not use the battery; the duplicability is unknown. It is highly possible that an unexpected power switch occurred, so it was decided to replace the battery. No patient complications have been reported as a result of this event.